Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported that starting in january when they turned on the patient programmer (pp) it would connect to the implantable neurostimulator (ins), but when they tried to adjust stimulation the pp turned off. The consumer changed the batteries and had not gotten the pp wet or dropped it. No out of box failure was reported. It was further reported the consumer was concerned the implantable neurostimulator (ins) area was hot and painful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.